Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with bolus stopped. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the bolus stopped alarm. The caller confirmed that the pump had not been bumped or dropped, but that the alarm occurred more than seven times per day. The time clock would not change on the insulin pump; the screen was frozen. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The device was programmed the correct time and date. The time advance properly during testing. No time loss/gain or frozen screen noted. Device had constant no motor movement alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant no motor movement alarm.unable to test for bolus stopped alarm due to constant no motor movement alarm.the electronic assembly and force sensor had moisture damage.device had a missing retainer, a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case and a pillowing keypad overlay.the test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.